Event description:
During surgical preparation of patient's chest with chloraprep, the user of the item had already activated the solution by pressing the handle into the stick of the prep. At the time was ready to use, user gently shaken the prep stick for the solution to move into the sponge. While that was happening, the end of the prep stick (not the sponge side) flew off with small fragments of glass that landed on the patient's chest and floor. The pieces that were visible were removed from the patient's skin. No injuries sustained.